Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, popped out of incision during cut testing, was duplicated; it was confirmed that the handpiece had blade whip resulting in adverse cutting characteristics due to a loose flat pin. Wear to blade mount components including the flat pin as a result of repeated use, may cause or contribute to blade whip. The device was repaired and put back into stryker stock.

Event description:
The loaner system 6 sagittal saw was returned to stryker instruments, and during functional evaluation it was noted that the device popped out of the incision during cut testing using the pine wood test block. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The loaner system 6 sagittal saw was returned to stryker instruments, and during functional evaluation it was noted that the device popped out of the incision during cut testing using the pine wood test block. There was no patient involvement and no adverse consequences associated with the device.